Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his blood glucose was 400 mg/dl and a couple of hours later it was 344 mg/dl. Customer did a correction of 1.9 units. Customer's blood glucose was 202 mg/dl at the time of the incident. Customer stated that he has been trying to treat his blood glucose with the pump. Customer declined to perform the high pressure test. Troubleshooting was performed and the customer was advised to do a complete set change and monitor the issue.